Event description:
Description of event according to study: pre-procedure CT showed a middle descending thoracic aneurysm. On (B)(6) 2011, the patient rec'd a zteg-2p-32-200-pf-us and a zteg-2p-38-152-pf-us. There were no difficulties deploying the device. No patient-related adverse events were observed during the procedure. Per site, the device was patent with no kink or endoleak on the completion angiogram. X-ray on (B)(6) 2014 (926 days post-procedure): core lab review: grafts intact with kink starting to develop at the point of overlap between the two components. An additional length of distal stent was visualized beyond the last overlapping stents, leaving a 4-stent overlap. There was no stent fracture, compression, barb separation or component separation noted. X-ray on (B)(6) 2015 (1353 days post-procedure): core lab review: the kink at the point of overlap of the 2 components has increased in angulation, to nearly 90 degrees. Amount of stent overlap is stable, but the distal aspect of the distal component now is approximately 1 vertebral body high than on the 24 month study. Patient outcome: a secondary intervention is planned but no date has been noted.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the provided imaging, it was not possible to determine the cause of the reported kink. Of the images, the distal end of the proximal component migrated proximally beginning at implantation where the rate of this event accelerated during year four. The maximal diameter was stable through two year and increased thereafter. No endoleak was observed. Aortic lengthening was evidence and may have resulted in barb separation on the second proximal component. The barbless second proximal component distal end was free to migrate proximal in response to aortic lengthening. The migration shortened but did not compromise the distal seal zone and therefore was not likely a causative factor in aneurysm growth. Nothing indicates a device related issue. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: pre-procedure CT showed a middle descending thoracic aneurysm. On (B)(6) 2011, the patient received a zteg-2p-32-200-pf-us and a zteg-2p-38-152-pf-us. There were no difficulties deploying the device. No patient-related adverse events were observed during the procedure. Per site, the device was patent with no kink or endoleak on the completion angiogram. On (B)(6) 2014 x-ray (926 days post-procedure): analysis review: grafts intact with kink starting to develop at the point of overlap between the two components. An additional length of distal stent was visualized beyond the last overlapping stents, leaving a 4-stent overlap. There was no stent fracture, compression, barb separation or component separation noted. On (B)(6) 2015 x-ray (1353 days post-procedure): analysis review: the kink at the point of overlap of the 2 components has increased in angulation, to nearly 90 degrees. Amount of stent overlap is stable, but the distal aspect of the distal component now is approximately 1 vertebral body higher than on the 24 month study. Patient outcome: a secondary intervention is planned but no date has been noted.

Manufacturer narrative:
(B)(4). Investigation is still in progress.